Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported calling paramedics on (B)(6) 2025 at approximately 7:00 pm due to low sg readings and associated symptoms. According to the user, the paramedics obtained a bg value that was not low, and the user was feeling fine at the time of the call. The event was not related to sensor insertion or removal and was associated with diabetes; therefore, the following example set was provided: (B)(6) 2025 7:00 pm, sg 57 mg/dl and bg 130 mg/dl.dms review confirmed that at 6:57 pm the sg was 67 mg/dl with no bg entered. Dms also confirmed that the user received a low glucose alert on (B)(6) 2025 at 6:12:26 pm when the sg was 62 mg/dl. The user did not receive treatment from paramedics since the bg was not low and was not prescribed any medication. The user's hcp was not aware of the event, and the user was advised to follow up with their hcp for further medical guidance.

Manufacturer narrative:
The user reported calling paramedics due to a low glucose event. The user stated that they were symptomatic and the paramedics took the blood glucose (bg) which did not indicate low glucose. At the time of reporting this incident to customer care, the user was feeling fine. The incident happened on (B)(6) 2025 at 7:00 pm and the user reported that sensor glucose (sg) value was 57 mg/dl and blood glucose (bg) value was 130 mg/dl. A review of the data management system (dms) revealed that the sg value was 67 mg/dl and bg value was not entered into the system. The dms analysis confirmed that the user received a "low glucose" alert at around 6:12 pm when the sg value was at 62 mg/dl. The user did not receive treatment from paramedics for the event, nor received any medication. Based on the available information, the eversense 365 cgm system functioned as intended by issuing a low glucose alert that aligned with the user's reported symptom. The investigation does not indicate that the cgm system contributed to the reported event. H6. Health effect -impact code updated to 4613. H6. Type of investigation updated to 4111, 4121. H6. Investigation findings updated to 213. H6. Investigation conclusions updated to 67.